Event description:
It was reported that the lead integrity alert (lia) triggered for noise and oversensing. The lead remains in use and monitoring will continue. There were no patient complications reported as a result of this event. It was later reported that lead again triggered lia for noise and high impedance. Isometrics were performed. The lead remains in use, but the physician is considering a lead replacement.

Event description:
It was reported that the lead integrity alert (lia) triggered for noise and oversensing. The lead remains in use and monitoring will continue. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The actual device was not received for evaluation. Performance data collected from the device was analyzed, and revealed that there was one patient alert for lead failure predictor on (B)(4) 2012. There were two alert for oversensing of ventricular nst (nonsustained tachycardia equal to 200 ms on (B)(4) 2011 and (B)(4) 2012. And there was noise of ventricular short interval count v-sic equal to 5.9 counts avg/day, in 130.92 days, between (B)(4) 2011 and (B)(4) 2012.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The actual device was not received for evaluation. Performance data collected from the device was analyzed, and revealed that there was one patient alert for lead failure predictor on (B)(4) 2012. There were two alert for oversensing of ventricular nst (nonsustained tachycardia equal to 200 ms on (B)(4).2011 and (B)(4).2012. And there was noise of ventricular short interval count v-sic equal to 5.9 counts avg/day, in 130.92 days, between (B)(4).201 and (B)(4).2012.